Event description:
The customer reported "compatibility difficulties pushing fluids at 0.5ml/hr through a 28g PICC line with a syringe pump module set." The PICC line was replaced due to recurrent occlusion alarms. No further patient/event information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the MFR. Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.